Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient had experienced a loss or change of therapy; the patient stated they had the device installed and it worked for a little while but now it quit working and they urinated all the time. The patient stated this happened 6-8 weeks ago. The patient called their healthcare provider (hcp) and was forwarded to the manufacturer. The patient was to follow up with their hcp. They later noted they were leaking all day and went through 5-6 pads. The patient called again and requested to speak to a manufacturer representative (rep).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.